Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, "the device was removed from the artery and was found to have taken artery out of the body with it; therefore, hemostasis was not achieved." The patient was taken to surgery and a graft was placed to repair the damaged artery. The physician is reportedly not trained in the use of the proglide device. A significant impact to the patient occurred due to a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Operator not trained. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The physician is trained in the use of the proglide device.